Event description:
When a lumboperitoneal shunt was revised due to overdrainage, the dr placed one 3 cm reservoir in line with the patent catheter only to find that no device would come out through the reservoir. The same thing happened after using a second new 3 cm reservoir. Testing the reservoir on the trolley showed that it took some significant force with a syringe to open up the reservoir before it developed the usual resistance with flow passing. The implanted product also had an initial high resistance followed by a lower resistance when fluid began to flow. When tested, the two new reservoirs had a non zero opening pressure of about 8 mm hg followed by a resistande of 4 mm hg/ml/min. When similar reservoirs were originally tested they showed a zero opening pressure.

Manufacturer narrative:
The products that were tested at the hospital were not returned to medtronic ps medical. Therefore, co was unable to confirm or conclusively determine the cause ot the reported complaint. The mfg records for the products could not be reviewed as no lot numbers were available.